Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the lead exhibited high atrial thresholds. Lead dislodgement was suspected. A lead revision was performed and the lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.